Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. Blood/body fluid was present on the distal conductor and the helix mechanism. The outer tubing was kinked/buckled, the outer tubing was kinked/buckled, out tubing overlay was breached cut. The full lead in segments was returned and analyzed.

Event description:
It was reported the patient received shocks due to noise. Oversensing and lead fracture also reported. The lead was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. Blood/body fluid was present on the distal conductorand the helix mechanism. The outer tubing was kinked/buckled, the outer tubing was kinked/buckled, out tubing overlay was breached cut. The full lead in segments was returned and analyzed. Evaluation correction: (B)(4) the lead segments were re-examined and the distal conductor was discovered to be fractured.

Event description:
It was reported the patient received shocks due to noise. The patient reported that the shocks caused her to cut her face and hurt her back. Oversensing and lead fracture also reported. The lead was removed and replaced. No further patient complications were reported as a result of this event. The patient reported a "faulty" wire.